Event description:
It was reported the patient had an MRI the previous day around 8am. The patient was in today and the pump did not show recovery in logs until it was interrogated a second time with the logs. The pump logs showed recovery. Additional information reported there were no problems with the patient. The pump was in interrogation mode and showed it recovered on the second interrogation. The pump was delivering lioresal.

Event description:
Additional information reported the patient did not experience any symptoms. Everything was fine once the pump was interrogated a second time. The patient is doing well.

Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2000, product type catheter; product ID 8840, serial # (B)(4), product type programmer, physician; neuro accessory, lot # j12069r, implant date: (B)(6) 2004. (B)(4).